Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date was inaccurate. Reportedly, the customer is does not know how the pump time and date became inaccurate. Tandem technical support guided the customer through adjusting the pump time and date. Customer's blood glucose level was not impacted.